Event description:
It was reported that there was an event of over-sensing on the pacemaker's atrial channel, suspected to be myopotential over-sensing. Programming changes were made. The patient had no consequences.